Event description:
Reportable based on device analysis completed on 18-dec-2018. It was reported that noisy mini signals were noted. During a atypical flutter ablation procedure with a intellanav mifi open-irrigated ablation catheter the noisy mini signals were noted on me2-3 and me3-1 on the non-bsc recording system. After 5 minutes of use, the conventional distal ablation signals 1-2 were flat on the recording system. The procedure was completed with another catheter. No patient complications were reported and the patient's current condition is fine. However, returned device analysis revealed a damaged butt bond seal. Visual inspection revealed that the butt bond seal is damaged, but no obvious fluid ingress. Me2 & me3 collars have a crack. Dried body fluid found on the handle, main body tubing and on the distal end. Dried saline found on the distal end and inside the irrigation ports. Electrical continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.